Manufacturer narrative:
A series of photos were shared by the customer where it was observed 2 male luers, one burette and one unknown IV set. In one of the photos there is observed one spiro not connected with the microclave, however all the configurations looks like a normal set-up for use. No additional damage or abnormally were observed. Complaint of disconnection / loose connection cannot be confirmed based in the photos shared by customer where is observed a normal set-up for use. The device history review (DHR) for lot 13552536 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The involved a 14" (36 cm) appx 4.6 ml, ext set w/clave®, 0.2 micron filter, clamp, rotating luer where it was reported that there was a disconnection. The chemotherapy involved is continuous ara-c for 5 days. A family member was exposed to some chemotherapy on her foot. They initially reported some burning; they washed area with soap and water, no further complaints reported. The healthcare provider was wearing personal protective equipment (ppe). Chemo spill was minimal, nurse was at the bedside. There was patient involvment, however no report of patient harm. This captures two of two reports.

Manufacturer narrative:
The device is not available for investigation. However sample photos were provided. Pending investigation.